Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during low anterior resection, the device was having difficulty removing from cavity when fired. There was unanticipated tissue loss as a result of this problem. The anastomosis was pulled when removing the device from the body, and the surgeon had to transect and recreate the anastomosis with another device which worked great. There was a delay in surgical time of approximately 25 minutes. No patient injury has been noted.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.